Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0274072 for bent (npe). This is the 1st related complaint for bent (npe) on lot # 0274072. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm a needle made device difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle is bent at non patient end after removing from pen and the pen would not depress. She stated that the needle at non patient end is bent, stated that she noticed the bent needle after she removed it from the pen. Consumer stated that the pen would not depress. Lot #: 0274072. Catalog #: 320109. Date of event: (B)(6) 2022.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0274072 for bent (npe). This is the 1st related complaint for bent (npe) on lot # 0274072. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm a needle made device difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle is bent at non patient end after removing from pen and the pen would not depress. She stated that the needle at non patient end is bent, stated that she noticed the bent needle after she removed it from the pen. Consumer stated that the pen would not depress. Lot #: 0274072. Catalog #: 320109. Date of event: (B)(6) 2022.